Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The pump was replaced for a new one. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient had difficulty pumping the device, possibly due to scar tissue around pump. The physician did not found any issue with the device. The device worked perfect in situ while under anesthesia and also worked fine when the pump was removed from the scrotum. Previous implant was on (B)(6) 2019. There were no further patient adverse effects in relation to this event.